Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2014 with the following findings: on investigation, the pump powered on normally with a fully illuminated display screen with no evidence of extrinsic lines on the display. Investigation did not confirm or duplicate the allegation of a line through the display. The display lens was noted to be heavily scratched making it difficult to see the display text clearly. Unrelated to the original complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue. Also unrelated to the original complaint, the battery compartment was found to be cracked with no evidence of moisture in the pump or loss of power during testing. Additionally, the vibration motor was found to be unresponsive. The pump was opened for investigation and revealed failed electrical connection between the vibration motor and the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.